Event description:
The patient reported he developed a circumferential redness and itching on his peristomal skin extending outward approximately 19mm. The affected area coincides with the tape collar of the device I the 3 to 6 o'clock position, extending outward a few inches from the tape border. The redness and itching have persisted for approximately five to six months. The pt reportedly and changes the device every three to four days, cleansing the area prior to reapplication. The patient sought medical treatment from his dermatologist. He was advised to topical corticosteroid and topical immunomodulator (alternately) to the reddened area not covered by the device. Redness and itching under tape collar and beyond have almost completely resolved but still experience some mild itching from this area.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.